Manufacturer narrative:
The user facility stated that one employee sought and received medical treatment and the other employee did not seek medical treatment. The instruments present during the time of the reported event were reprocessed before use. Steris is not responsible for maintaining or servicing the transfer carriages at the user facility. Following the reported event, a steris service technician was dispatched to the user facility to inspect the atlas transfer carriage. The technician identified there was a misalignment between the transfer carriage and the instrument rack. The technician stated that improper maintenance of the instrument rack and transfer carriage could create a misalignment between the transfer carriage and the instrument rack and cause the reported event to occur. As a precaution, the technician inspected all user facility transfer carriages and instrument racks. He found that all user facility's transfer carriages and instrument racks required repairs and replacements. The technician adjusted and repaired all transfers carriages and instrument racks including the replacement of all the wheels. The technician tested the units and confirmed the units to be operating according to specification. The unit was manufactured in 2002 and no additional issues have been reported.

Event description:
The user facility reported two employees were injured while operating an atlas transfer carriage.